Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. After insertion of guidewire in the cardiac catheterization lab (cath lab). Missed insertion but was bleeding. Team said repo sheath was out of the body before peeling away. Tried to angle match, redo sutures, nothing helped repo sheath/access profusely bleeding after peel away. Gemstones used for 2 hr and bleeding still persisted. Removed cp bedside and cannulated for veno arterial extracorporeal membrane oxygenation. It was reported that the patient was stable. Additional information was received; the pump was removed and the site closed with manta. The pump was discarded. Clinical review an impella cp device was inserted surgically into the right femoral artery in a 46-year-old male patient presenting in cardiomyopathy and myocarditis, society for cardiovascular angiography & interventions (scai) stage e shock, on multiple inotropes and vasopressors, prior to initiation of support. While the patient was in the intensive care unit (ICU), there was access site bleeding. The cath lab team mentioned that in the procedure, the repo sheath was out of the body before peeling away. They tried to angle match, redo sutures, and clotting material used for two hours, but the bleeding persisted. Six hours after support, the decision was made to remove the impella. The post-procedure outcome is survived at explant. Bleeding is listed as a potential adverse event and consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Manufacturer narrative:
D1 brand name was updated. E1 initial reporter was added as it was inadvertently omitted from the initial report. Asae / major bleed : the cause of the access site adverse event was not determined due to insufficient clinical details.